Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the ins stopped working several years ago. There were no allegations of an overdischarge. No symptoms or further complications were reported.